Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that "1st revision was on (B)(6) 2010 (per #840-235555 entered). For pain and instability and dislocation. In (B)(6) 2010, patient dislocated again and this second revision was performed on (B)(6) 2010. Replaced the acetabular cup. Patient's husband stated that they changed the angle of the cup, because the angle was tilted a little bit forward, had to angle it back a bit. Husband reported that even after this second revision, the patient continues to have pain, but it has not dislocated again. Patient will go for an additional surgery on (B)(6) of 2011 to repair muscle, which "tore apart" by the previous dislocations and revisions.